Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performs pd therapy with a homechoice (hc) device passed away due to an unreported cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Initial reporter: phone number - (B)(6). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review was performed and there are no nonconformities, rework activities, or first pass test specification failures related to the reported event. The event history log review did not find any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The results of the sample analysis revealed during visual inspection, base and cover assembly were found damaged. The power on self-test was not successfully performed due to no backlight. A one hour therapy was successfully performed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.